Manufacturer narrative:
(B)(4). Report source - new zealand. Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during revision knee procedure we noted a hole through both layers of the size 6 tibial augment implant. The hole was under the stickers on the lid of the implant. The stickers did not have a hole through them however there is an obvious indentation on the stickers from the hole underneath. The outer plastic and implant box were intact with no puncture or damage. Looking at the underside of the plastic implant tray it appeared to quite yellow in comparison to the other implants opened. There was a ten-minute delay while a replacement implant was driven to the hospital. There is no additional information available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the provided pictures and returned product confirmed that both the outer and inner tyvek lids exhibit a small perforation. The location of the perforation on the inner lid matches that on the outer lid. The perforation is more pronounced on the outer lid. Two of the patient labels (which were folded against each other) exhibit a dimple that matches the size of the perforation. The foam pouch also has a small tear on the outside. No puncture damage to the carton box could be identified. The damage appears to protrude outward the location of the damage in the various inner packaging materials. Reported event is a packaging issue; medical records are not available for review. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. The likely condition of the part when it left zimmer biomet control is considered conforming based on the evaluation of the returned product, the DHR review, and the potential transit age of the device (over nine and a half years). The damage was considered to have been caused by the screws moving inside the package during transit and/or storage. The root cause of the reported issue is attributed to transit damage. The device evaluation found no malfunction and the event did not contribute to injury, therefore this would not be considered a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.